Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer remained locked, even after the machine was rebooted. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 in the anesthesia machine remained locked, even after rebooting the machine. Upon arrival, the field service engineer (fse) found no issues in the system, then tested the drawers by using the hardware test application (hta) and inspected drawer parts and interiors. The customer also power cycled the machine, accessed the drawer multiple times, and unplugged the pyxibus cable. No further issues were found. The system functioned as intended after the field service engineer investigated the device.